Event description:
It was reported that during a routine follow up the pulse generator exhibited a high ventricular rate. The physician decided to decrease the atrioventricular delay.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.